Manufacturer narrative:
G2: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the patient recently received surgery on her femur head with her stimulation switched on. Now the clinician tablet when connected to the ins, was appearing with the system error 0x4128877b. The re p suspected there may have been emi with the ins. Technical services confirmed that code 0x4128877b seems to be related to the patient data service (pds) app not opening in the background (nothing emi related). Additional information was received from the rep. It was reported that prior to the surgery, the patient was instructed by the physician to leave their therapy on. It was suspected that the ins was impacted by the surgery. The error message was overseen by the rep, but resolution was unsure.